Manufacturer narrative:
This complaint was received from a user facility report submitted to the FDA (B)(4). The adverse event is deemed a serious injury. This is a case of "perianal ulceration" related to the use of the flexi-seal signal fms device. The device was used for 5 days. The balloon was reportedly inflated with 140 ml of fluid instead of the maximum 45 ml recommended for inflation. No other patient/event details are known at this time, hence further information has been requested from the user facility. (B)(4).

Event description:
Rectal/anal ulcer.